Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. The analysis found that the battery health diagnostic limits for implied current were exceeded. Once the battery health diagnostic limits are exceeded while charging, the battery is disabled and a charging error is annunciated through a red flashing light on the charger. It was reported that or time was extended by >30 minutes resulting from product failure, and the handle does not initialize. The reported issues were confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the batteries had vented. The most likely cause for the additional condition is traced to a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy on the cardia side, the powered handle could not be turned on when removed from the charger. The power did not turn on even when it was placed in the shell. A different powered handle was arranged and connected to a new shell. Procedure was extended for approximately 45 minutes until a replacement handle was prepared. It was noted that the charger worked fine with other handle. There was no patient injury.

Manufacturer narrative:
Concomitant medical product/s: sigpshell sig power sigpshell control shell, lot/serial #: (B)(4); sigsbchgr sig power sigsbchgr one - bay charger, lot/serial #: unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy on the cardia side, the powered handle could not be turned on when removed from the charger. The power did not turn on even when it was placed in the shell. A different powered handle was arranged and connected to a new shell. Procedure was extended for approximately 45 minutes until a replacement handle was prepared. There was no patient injury.